Manufacturer narrative:
Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. As a result, the customer went to the emergency room (ER) and was subsequently hospitalized with diabetic ketoacidosis and an elevated blood glucose (bg) level (specific bg value was not provided). Customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2024 with no permanent damage and the issue resolved. Additionally, a system check was performed, and it was found that the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, customer continued to use the pump for insulin therapy.